Event description:
Patient with congestive heart failure and cardiomyopathy had swan-ganz catheter. The catheter was not wedging. The catheter advanced by md, and an x-ray was obtained to confirm placement. A hemodynamic profile was ordered and the catheter wedged without resistance. Following the wedge, the patient began coughing, initially stable, but rapidly progressed to arrest and patient expired. Patient was being worked up as a vad and transplant candidate.